Event description:
It was reported that during the procedure, the tip of the product was damaged. The damage part was retrieved from inside the body. The surgery, originally scheduled to take one hour, ended taking three hours. Due to the prolongation about more then 60 minutes the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).